Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces/movement upon drilling creating an oblong or larger whole. Reference extremities & trauma bulletin: doc1-001088-en-us_a. Technical pearls for the dx knotless fibertak anchor - ar-8991. - bone preparation: if your surgeon cycles the drill, when drilling, make sure they are cycling in the same direction. Any movement, even micro-motion, in the guide can create an oblong or larger whole. - remember that the dx knotless fibertak anchor relies on cortical fixation. If your surgeon uses a rongeur or curette to decorticate and create a bleeding bed, it could compromise the fixation. - do not fully set the anchor before shuttling the knotless mechanism. Instead, use a light pull to ensure it is staying in bone.

Event description:
On 07/24/2025, a distributor reported via email that an ar-8991 fibertak dx suture anchor failed to dock during a procedure. There was no device breakage, and no harm was reported to the patient. The case was successfully completed using a replacement product. This was discovered during an ankle ligament reconstruction procedure on (B)(6) 2025. Additional information has been requested on 07/31/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.